Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported ¿amount of fluid was found around right side device, so it¿s possibility of textured type." The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the device. Deformation device observed on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported ¿amount of fluid was found around right side device, so it¿s possibility of textured type.". The device has been explanted.